Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional device code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a senior consultant orthopedic doctor reviewed patients today and noticed that with this patient, the pfna blade was not locked properly. They will evaluate the patient, if the patient needs additional surgery for a blade change. Decision has not yet been made. This report is for an unknown nail. This is report 2 of 3 for complaint (B)(4).